Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the left ventricular (lv) lead gave a low impedance warning. The right atrial (ra) lead exhibited intermittent undersensing. It was additionally noted that a computerized tomography (CT) scan showed a possible lead perforation. The leads remain in use. No further patient complications have been reported as a result of this event.